Manufacturer narrative:
Information missing from previous report was included in this supplement. UDI was not applicable at the time product was produced. Reporter was a sales rep. Mrs. (B)(6) is being provided under this follow-up report. The name of the product and where the leak occurred has been updated in this follow-up report. End of report.

Event description:
The initial report indicated a "3m¿ ranger¿ blood/fluid warming system high flow was leaking at the dropper" but based on new information the product name and area of leak is being updated to following: the 3m¿ ranger¿ high flow disposable set was leaking at the drip chamber.

Manufacturer narrative:
No information provided. Awaiting for information regarding expiration date, UDI and manufacture date for lot number as reported. MFR 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) blood fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. MFR 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. MFR 3m continues to monitor their complaints to confirm the effectiveness of the changes made. The lot number provided would have included the above solvent improvement. The report did indicate two of the three tubings had a leak. This report is late due to foreign site volume of e-mails not relating to this complaint and later discovery which caused a delay in entry. End of report.

Event description:
A 3m¿ ranger¿ blood/fluid warming system high flow was leaking at the dropper. The type of fluid being used was not specified. No patient injury was noted nor was any patient information provided.